Event description:
The set was leaking at the distal "y" connector. The set also exhibited fluid build up in the threads of one of the male luer connectors. The set was filled with fluid. The leaking and fluid build up described was verified by supplier.